Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the rxverify had issue for receiving the information. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was syncing but the customer verified that the information was not going through. A technical support specialist (tss) remoted in and found that the system showed it was syncing but on medbank myqlink it showed that it has 7252 pending items. The tss stopped and started active server pages (asp) synchronization sync and showed the system was syncing. The tss instructed the customer to check internet connection or contact infrastructure to see what could be going on with the internet, as it seems to be working but running slow not pushing though information back and forth from the pharmacy. The tss got no response from facility infrastructure to resolve night-time network performance loss. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the rxverify had issue for receiving the information. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.